Event description:
This complaint is reportable based on the analysis completed on (B)(4)6 2011. It was reported that during an stenting treatment procedure the stent would not cross the lesion. The 90% stenosed target lesion being treated was located in the severely calcified and moderately tortuous left circumflex (lcx) artery. The lesion was pre-dilated with an unspecified balloon. A 3.50x24mm promus element stent delivery system was then advanced to the lcx, however it was unable to cross the lesion. The procedure was completed with another a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that the stent was dislodged from the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The stent was not returned. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A product mandrel was inserted through the lumen with no restrictions noted. There was a kink in the midshaft 18mm proximal to the port. There were also kinks identified along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).